Manufacturer narrative:
Date of event: the event was reported to have occurred on an unreported date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as "might be caused using air conditioning". It was reported that the patient was hospitalized for "about half a month". Treatment for the event was not reported. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd therapy was continued during the treatment. No additional information could be provided as the reporter declined follow-up.